Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 1627487-2022-00053. It was reported that the patient was not receiving effective therapy from their system. It was found that both leads were showing high impedances, caused by fractures. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place wherein the leads were explanted and replaced to address the issue. Reportedly, effective therapy was restored post op.

Manufacturer narrative:
As reported high impedance on the returned lead was confirmed. As received the complete lead was found with all broken wires that would cause the impedance issue.